Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Technical services (ts) reviewed the device data and noted that this device delivered a single burst of anti-tachycardia pacing (atp) as well as five shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally it was noted there was an event the same day with four bursts of inappropriate anti-tachycardia pacing (atp). The health care professional (hcp) was advised to consult cardiology for further steps. This device remains in service. No additional adverse patient effects were reported.